Event description:
It was reported that the procedure was performed to treat a lesion in the right common femoral artery. An ht command guide wire (gw) was used for the procedure, upon removal from the anatomy, the tip was noted to be bent and the polymer coating was bunched and torn. There was no adverse patient effect and no clinically significant delay in the procedure. An unspecified guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported polymer damage and reported bends were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported difficulties appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during the procedure, the polymer coating became damaged against the anatomy and/or other devices used. The noted kinks and bends on the guide wire likely occurred due manipulation during retraction. The noted teflon coating damage likely occurred during retraction through the torque device or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.